Event description:
The customer tested his blood glucose using his contour usb meter and received readings of 134 and 148 mg/dl. He retested using another meter and received a reading of 73 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.